Manufacturer narrative:
As reported, the sealant of 6f/7f mynxgrip vascular closure device (vcd) did not put out. There was no reported patient injury. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, the syringe and the advancer tube were separated from the device, and the sealant was not returned with the device. The condition of the returned device indicates a complete removal of the device and does not match the complaint description. However, it is unknown if the device was manipulated post the procedure. The procedural sheath was also not returned. The device was inspected for damages that may have contributed to the reported event and no visual damages or anomalies were observed. Per functional analysis, the advancer tube was re-assembled on to the device and found properly engaged to distal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per dimensional analysis, the advancer tube length and distance between the proximal and distal tamp locks was measured and noted to be within specification. Per microscopic analysis, visual inspection under high magnification showed no damage to the tamp locks that may have prevented the advancer tube from engaging during the procedure. A product history record (phr) review of lot f2020402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed during analysis of the returned device. The exact cause for the reported event could not be conclusively determined. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr nor the product analysis suggests a design or manufacturing related cause for the event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of 6f/7f mynxgrip vascular closure device (vcd) did not put out. There was no reported patient injury. The device will be returned for analysis.